Manufacturer narrative:
Device eval anticipated, but not yet begun.

Event description:
The user reported the cardioplegia pump of the heater cooler could only operate at one speed. The user found that a ceramic spindle was broken and two microfuses were blown. The maximum and medium speeds of the cardioplegia pump did not function due to the blown fuses. No other details regarding the event were provided. There were no reported adverse consequences to a pt as a result of this event.